Manufacturer narrative:
Additional information/correction b5. B5: during follow up, it was clarified that there was no issue with the minicap transfer set. Therefore, the minicap transfer set is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a connection issue. The event was further described as "minicaps were loose and not able to be tightened up." This was observed during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.